Event description:
It was reported that the user announced a meal without eating to obtain insulin, after which elevated blood glucose occurred due to a kinked infusion cannula; the user was advised that announcing without eating is not recommended and to monitor glucose closely. Symptoms included hyperglycemia. Outcomes included no alerts, alarms, or hospitalization. Investigation included troubleshooting and education with review of a related prior case documenting the kinked cannula and blood glucose details. Investigation of this case revealed user technique contributed through announcing a meal without intake and a device use issue due to a kinked infusion set cannula affecting insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user technique combined with infusion set cannula kinking leading to underdelivery of insulin.